Manufacturer narrative:
(B)(4). Approximate age of device ¿ 82 days. A correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, while in the hospital for an unrelated event, the patient was treated with octreotide for recurrent gi bleeding. The patient reported having one to two tarry, black stools, but, did not experience any episodes of melena the prior week to admission. The patient received one unit of packed red blood cells and was discharged.